Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), a prolapse of the anterior commissure and the anterior leaflet segment 1 (ac-a1), and a lesion at ac-a1 for a mitraclip procedure. A mitraclip xt was difficult to grasp and was not completely perpendicular to the line of coaptation due to the marginal lesion at the grasping site. The xt clip was placed successfully, bridging the ac-a1. A mitraclip nt was attempted to be placed to the first clip. It was difficult to adjust the clip perpendicularly in the ac-a1 region due to the lesion and artifact from the first clip. Due to challenges with grasping and capturing the leaflet, the nt clip was removed and replaced with a mitraclip xt. While attempting to place the xt clip, the first clip detached from the ac. A single leaflet device attachment (slda) occurred. The leaflet was torn due to the slda. There was no clip-to-clip interaction. The xt clip was implanted medial to the slda clip for stabilization and to reduce the mr. The final mr was grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping appears and single leaflet device attachment resulting in tissue injury is related to patient conditions (anterior commissure and the anterior leaflet segment 1 (ac-a1), and a lesion at ac-a1). Tissue damage is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.